Event description:
It was reported that the lead dislodged at the end of the procedure. The physician asked for a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. The distal connector of the lead was extrinsically bent, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated damage at implant. The lead was returned with is-1 pin bent/extrinsic and stylet stuck in lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154vwc defibrillator (B)(6) 2009; 6947-65 implantable tachy lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.